Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an unrelated device exchange, the left ventricular (lv) lead was disabled. Increasing pacing threshold and loss of capture were noted when the lv lead was activated after the new device was implanted. Lead dislodgement was confirmed by diagnostic imaging and the physician opted to leave the lv lead disabled. The patient was in stable condition.